Event description:
Per the clinic, the patient experienced an infection at the implant site and subsequently the device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with a new device as of the date of this report.

Manufacturer narrative:
(B)(4).